Event description:
Customer reported past occurrences of high blood glucose levels, with the specific values not disclosed but indicated as "high." Customer attempted to resolve the high blood glucose by changing the infusion set and, when levels did not decrease, administered a manual correction injection using a multiple daily injection method. Control iq feature was active during the event, and the customer experienced recurring high levels. Technical support was engaged for further assistance.